Event description:
The customer reported via phone call that the insulin pump returned an error alarm during the fill tubing process. The customer stated that he was able to clear the error alarm, but then became stuck in the fill tubing process. During troubleshooting, the customer confirmed that the insulin pump's drive support cap was loose. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.